Manufacturer narrative:
The reported event of lead dislodgement, failure to capture, and device sensing problem was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that upon device interrogation, no capture and decreased sensing were observed on the right atrial (ra) lead. Programming changes were made. The ra lead was then explanted and replaced due to dislodgement. There were no adverse health consequences, the patient was stable.